Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent may remain in pt. Device issue: dislodged stent. It was reported that a 0.014/190 cm filter wire was advanced through the guiding catheter into the distal portion of the vein graft. A 3.5/15 mm balloon dilatation catheter was then advanced over the guide wire and positioned in the mid vessel. Two inflations were performed at a maximum of 10 atm. The balloon was removed and replaced with a 4.0/23 mm vision stent, which was deployed in the mid vessel at a maximum of 10 atm. The stent delivery balloon was removed, and a repeat angiography showed the stent was patent, but there was haziness in the proximal lesion. Therefore, a 3.5/23 mm vision was advanced over the guide wire and the balloon was inflated, but there were no stent on the balloon. The balloon inflated to 10 atm. The balloon was removed and replaced with a 3.5/23 mm vision stent. This was positioned in the lesion and deployed at 10 atm. The stent delivery balloon was then removed, and the repeat angiography showed sluggish flow in the vessel. The filter wire was then retrieved. The catheter was removed from the body and kept. No additional event or pt info is available.